Event description:
It was reported that while two (2) primary tubing sets were being primed for patient use at different times but on the same day they separated at the y-site between the slide clamp and the roller clamp. Since the event happened prior to use on a patient there was no patient involvement.

Manufacturer narrative:
Correction on initial report: d.11. The customer¿s report of tubing separation at y-site was not confirmed. Functional testing of the set observed a leak due to a broken drip chamber spigot. The root cause of the damage was not identified. The device history record for model 2426-0500 lot 20023283 (1 of 2 reported suspect sets) shows the set was manufactured on 25feb2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while two (2) primary tubing sets were being primed for patient use at different times but on the same day they separated at the y-site between the slide clamp and the roller clamp. Since the event happened prior to use on a patient there was no patient involvement.